Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is an expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a loose light guide adapter, distal fiber breakage, dents on the distal edge, cracks on the side of the video connector, and light transmission failure. There was no patient involvement.